Event description:
It was reported that an roi-c cage broke apart during insertion intra-operatively. It was removed and replaced with a different implant to complete the procedure. There was a delay of 5 minutes, but there were no impacts to the patient.

Manufacturer narrative:
D10: mc1632 (bone substitute roi-c 14x17 h6) lot unknown, mc1005t (roi-c anchoring plate) lot unknown. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during insertion. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage broke apart during insertion intra-operatively. It was removed and replaced with a different implant to complete the procedure. There was a delay of 5 minutes, but there were no impacts to the patient.

Manufacturer narrative:
Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the cage has fractured. See attached images. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during insertion. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage broke apart during insertion intra-operatively. It was removed and replaced with a different implant to complete the procedure. There was a delay of 5 minutes, but there were no impacts to the patient.